Event description:
It was reported that the user experienced hyperglycemia while using the ilet after receiving a long-acting insulin dose in the hospital and subsequently receiving 6 units of fast-acting insulin by pen while still connected to the ilet; the agent instructed the user to remove the ilet for at least two hours due to the risk of overlapping insulin delivery. Symptoms included elevated glucose values with a fingerstick of 406 mg/dl and sensor reading high, without reported clinical symptoms. Outcomes included no reported hospitalization, no reported injury, and management with subcutaneous insulin by pen along with device removal for safety. Investigation included troubleshooting and user education regarding insulin stacking risk and temporary device removal. Investigation of this case revealed no device malfunction and indicated user-related insulin administration overlap as a plausible contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.